Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of 43 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer was assisted with assisted with trouble shooting and found that the insulin pump works as designed. The customer was advised to contact their health care provider for the low blood glucose. No further information was provided.